Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, vessel dissection occurred. Vascular access was obtained via the radial artery. The 85% stenosed, de-novo, 12mm in length, fibrotic plaque lesion was located in the moderately tortuous and non-calcified, 3.0mm in diameter, left anterior descending artery with a significant bend between 45 and 90 degrees. A 10 x 3.00 flextome monorail cutting balloon catheter was selected to treat the target lesion. During the procedure, continuous pressure was applied to the balloon resulting for it to rupture. A vascular dissection was noted. A non bsc stent was used to treat the dissected vessel. The procedure was completed with a different device. There were no further patient complications reported and the patients' condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, vessel dissection occurred. Vascular access was obtained via the radial artery. The 85% stenosed, de-novo, 12mm in length, fibrotic plaque lesion was located in the moderately tortuous and non-calcified, 3.0mm in diameter, left anterior descending artery with a significant bend between 45 and 90 degrees. A 10 x 3.00 flextome monorail cutting balloon catheter was selected to treat the target lesion. During the procedure, continuous pressure was applied to the balloon resulting for it to rupture. A vascular dissection was noted. A non bsc stent was used to treat the dissected vessel. The procedure was completed with a different device. There were no further patient complications reported and the patients' condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Leak was noted when positive pressure was applied. Microscopic analysis revealed a longitudinal balloon tear stretching from the distal markerbond to the proximal markerbond. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).